Event description:
Information received by medtronic indicated that the customer has passed away on (B)(6) 2025. It was unknown that the customer was admitted to a hospital prior to the reported incident. It was also reported that the insulin pump over injected insulin and the cause of death was diabetic ketoacidosis. Also, 12 hours prior to the death customer was not feeling well and disoriented. Customer's sister reported that she believes malfunction of the device as the cause of death as the device has multiple issues with the battery, over or under injecting insulin, no alarms when the readings were not within the normal range. The customer¿s blood glucose was unknown. The event involved product(s) mmt-332a, unomedical, unk_ngp. The customer was wearing the insulin pump at the time of death. It was unknown that the customer was using sensors. No product return is required for mmt-332a, unomedical, unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.